Manufacturer narrative:
(B)(4).

Event description:
Device issue: shaft separation. Time of device issue: unk. Adverse event: none. It was reported that the shaft of the stent delivery system separated. There were no pt effects. Although requested, no add'l info was provided. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test (B) (6), 2010 indicated normal receiver stimulator function with multiple electrode anomalies. The device was explanted (B) (6), 2010 and the patient was reimplanted with a new device during the same surgery.